Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7085947, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7082205, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. Additional information was received that patient's spinal stimulator lead also was explanted.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.